Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump were way too hard to press now as well insulin pump was getting hot for a couple of weeks now. The customer¿s blood glucose level was 6.1 mmol/l at the time of the incident. Customer stated that the crack at back of the insulin pump where the belt-clip attaches. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.